Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflator exhibited an e05 error code. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the error e05 occurred due to a faulty printed circuit board. Labeling review: as a result of checking the instruction manual and the labeling of the product, there was no abnormality that would lead to the phenomenon. Olympus will continue to monitor field performance for this device.